Manufacturer narrative:
(B)(4). The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood. Gross visual examination of the dialyzer observed a short fiber at the cavity ID end at approximately 270 degrees with the dialysate port situated at 0 degrees. There was no other damage or irregularities noted. The reported complaint is a confirmed fiber leak due to the short fiber found at the cavity ID end during visual examination and disassembly of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface (within the location of the observed short fiber). The dialyzer failed at an airflow rate of 31.1 ml/min. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, which no voids were noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 150 ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was available for manufacturer evaluation and was requested to be returned.